Event description:
It was reported that the customer received the battery out limit alarm as well as the no delivery alarm. The customer's blood glucose was 236 mg/dl. Troubleshooting was done. Explained that the battery out limit alarm was normal insulin pump behavior because the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Assisted customer with programming the time. Troubleshooting for the no delivery alarm could not be done because the issue had already been resolved by an infusion set change. Advised to call when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.